Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two inpact admiral dcb were used to treat the right sfa. Approximately 5 months post index, below the knee stenosis was reported, peroneal artery occludes at a top, posterior tibial artery occluded proximally. The target lesions were treated with pta. The investigator assessed the event as not related to the device, procedure or paclitaxel. Patient is reported to have recovered.

Manufacturer narrative:
Restenosis is reported to have been from the proximal sfa to below the knee. Sponsor assessed the event as not related to the device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.